Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they were hospitalized a year prior to the initial call on (B)(6) 2015 with a blood glucose level of 400 mg/dl. The customer felt symptoms of vomiting and ketones. The customer did not mention any form of treatment for their blood glucose levels. It was unknown what caused the customer's blood glucose to rise. The customer was assisted with rewinding their insulin pump but found that there was an occlusion to the set. The customer was advised to change the set. The customer did not return the product back for analysis.